Manufacturer narrative:
Internal report: # (B)(4). Product not returned for evaluation. Customer declined replacement product. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the initial concern is resolved - unable to establish contact at this time.

Event description:
Consumer reported complaint for high blood glucose results and hi display. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 301, 351 and 377mg/dl. The expected fasting blood glucose test result range is 130 to 180mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. During the call, a back to back blood test was not performed as declined by the customer. The test strip lot manufacturer's expiration date is 10/29/2020 and open vial date is one month and a half ago. The meter memory was reviewed for previous test result history: (B)(6).